Manufacturer narrative:
The manufacturer previously reported the device was evaluated at the manufacturer's service center. The device was evaluated by a third-party service center. A corrected report is being sent.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP/bipap device's sound abatement foam. The device was returned to the manufacturer's service center for evaluation. The device powered on and performed as designed. No foam particles or degradation was noted. Remediation was performed. During the final testing of the device, a check circuit alarm condition was observed. The device's blower requires replacement. No repairs were performed. The device was scrapped.